Event description:
It was reported by the patient that they received several shocks. The patient stated that the lead ¿busted.¿ the patient feels post-traumatic stress syndrome with anxiety and fear about further shocks since this experience. The patient has avoided activities like welding or use of a hair dryer for fear of receiving shocks. Additional information from the clinic confirmed the patient received inappropriate shocks. The right ventricular (rv) lead was fractured. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).